Manufacturer narrative:
Not returned.

Event description:
A second revision surgery was performed on a patient after having initial sij fusion surgery on (B)(6) 2016. On (B)(6) 2016 a revision was required to remove one of the implants which had migrated into the ilium and s1 foramen due to native anatomy. The second revision surgery was required because the larger diameter replacement implant again migrated into the s1 foramen. The surgeon removed this implant, packed the area with bone graft and did not replace the implant.